Event description:
It was reported that a malfunction occurred on the pump, and the customer provided the error code malf 16- 0x20e6. There was no adverse impact on the customer's blood glucose level as the levels did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).